Event description:
In 2009, the pt's wife reported that the infusion device displayed an e7 (electronic) error while she was changing the battery. She stated that the pt has experienced elevated blood glucose as a result. His most recent blood glucose reading was 420 mg/dl and he bolused 10 units of insulin and later required another 8 units. His target blood glucose level is no greater than 150 mg/dl. The infusion device has not been exposed to water or electromagnetic fields. The wife had inserted a new battery prior to the report and e7 recurred. She was instructed to insert another new battery and e7 recurred while attempting to retract the piston rod. The pt's wife does not believe the infusion device is delivering insulin accurately. She stated that the pt's basal rates have been increased but his blood glucose continues to be elevated. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.